Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address liner disassociation, which caused the ards to wear off, and a femoral bone fracture.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided x-rays confirms the reported implanted disassociation. Medical records were reviewed. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. A search of the complaints databases finds no other reports against the reported product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.